Manufacturer narrative:
Title: retzius-sparing robotic-assisted laparoscopic radical prostatectomy: racial considerations for 250 consecutive cases source: journal of robotic surgery (2021) 15:221¿228 https://doi.org/10.1007/s11701-020-01096-1. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, there were 250 patients who underwent a retzius-sparing robotic-assisted laparoscopic radical prostatectomy between may 2015 and april 2019. The urethrovesical anastomosis was performed with the reported sutures. Postoperative complications included: bladder neck contracture and urinary retention.